Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator alarmed and displayed a vent inop data acquisition pcba adc reference failure and machine and proximal sensor failures . There was no patient involvement.

Manufacturer narrative:
Conclusion / root cause: this is the old style data acquisition to motor controller cable. No further fi is required. Please reference CAPA (B)(4). This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed and displayed a vent inop data acquisition pcba adc reference failure and machine and proximal sensor failures . There was no patient involvement.